Event description:
The customer obtained positively biased k+ qc results on a vitros 250 analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There were no allegations of harm. The report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event found that the positively biased results were the result of user error in not following the MFR's recommendation for the reconstitution calibrator kit 2. Calibrator kit 2 is used to calibrate the vitros k+ assay.